Event description:
It was reported the patient underwent a total knee arthroplasty on an unknown date. Subsequently the patient underwent a revision due to an unknown reason. Surgical technique was utilized, no foreign bodies were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown. Unknown, articular surface, unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h5, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a2; a3; b1; b4; b5; d1; d2; d4; d6; g1; g3; g4; g6; h1; h2; h3; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had primary knee. Subsequently, about 14 years later, the patient presented with pain and had a revision of the tibial base plate for aseptic loosening.